Manufacturer narrative:
The event of "capsular contracture baker grade lv" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lv.

Event description:
Physician reported a capsular contracture baker grade lv . This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported a capsular contracture baker grade lv . This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a right side capsular contracture, baker grade lv. Device has been explanted and replaced.

Event description:
Physician reported a capsular contracture baker grade lv . This relates to the right side. Device has been explanted.